Event description:
Reportable based on device analysis completed on (B)(6) 2026. An embold? Fibered was selected for use in the embolization procedure to treat a bleed in an aneurysm. During the procedure, after a couple of loops were formed within the vessel, there was resistance encountered when advancing the coil within the non-boston scientific microcatheter. The coil was retracted back, but resistance was again encountered. The couple of loops that had formed within the vessel were not retracting back into the microcatheter, so the microcatheter and coil were removed as a unit. A portion of the coil was protruding from the tip of the microcatheter during withdrawal, and the coil was stretched. Another coil was used in the microcatheter without issue. The procedure was completed with the alternate device, and there were no patient complications as a result of this event. However, device analysis revealed that the coil broke from the distal coupler while the couplers were still connected.

Manufacturer narrative:
Investigation results: device analysis findings: the returned device consisted of an embold fibered delivery system with the perforations intact. The coil was not returned. The device was examined microscopically to reveal that the coil had broke from the distal coupler while the couplers were connected. Due to the incomplete device return, it was not possible to confirm the additional allegations of coil stretch, coil stuck in tip of the catheter, and/or difficult to advance and withdraw device. Device history record (DHR) review: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review performed for the embold device confirmed that the reported events are known events defined in the product's risk management documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of failure to follow instructions. The user reported using the device with intermittent flushing. The IFU identifies the importance of maintaining a continuous flush during use of the embold device.